Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Event description:
The following was reported to hamilton medical ag: preop tests failed in user software. Tests ok in service software. No patient involvement.